Event description:
It was reported that bd insyte autoguard needle reaction issue. The following information was provided by the initial reporter: call from an emergency nurse for a problem with a catheter canula not retracted into the system. He nearly pricked himself with the system. (B)(6) 2025. Has the patient or user been harmed? The patient was not harmed, however the user (a nurse) almost pricked himself with the needle as it did not fully retract. Could you specify the date of the event? The event took place on (B)(6) 2025, the report was made the same day to the pharmacy.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report that the needle was not retracted could not be confirmed from the shielded needle that was provided for investigation. The needle was received fully retracted within the safety shield. The IV catheter was not returned with the needle. The returned sample exhibited evidence of use. Due to the condition of the returned sample, the complaint could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.